Event description:
It was reported that during a laparoscopic appendectomy procedure, when the surgeon would insert a 5mm device or scope into the trocar she would loss an excessive amount of pneumo. When the device was removed from the trocar the loss of pneumo stopped. The surgeon struggled through the procedure with the trocar and completed the case. There was no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.